Manufacturer narrative:
(B)(4). The reported pre-use checks (puc) failure during the internal leakage sub-test was reproduced during on-site troubleshooting. This was corrected by replacing the air gas module which regulates the inspiratory air gas flow to the patient. The air gas module was returned for investigation. During testing of the returned air gas module in a reference ventilator, several sub-tests failed during the puc and alarms for high oxygen concentration and low expiratory minute volume were generated. Ocular inspection showed water and moisture traces in several parts and components of the gas module. The filter and the filter housing were covered in white residues. The conclusion is that moist air is the root cause of the air gas module's failure. According to the user´s manual maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. Evaluation of device logs showed that reported failures occurred on (B)(6) 2016. The date of event has been updated accordingly.

Event description:
(B)(4).

Event description:
It was reported that during the pre-use checks tests, the ventilator alarmed for, "system volume too large". There was no patient involvement reported. (B)(4).